Event description:
Screws broken, will monitor pt. The patient has significant inter-segmental graft collapse with probable fibrous union resulting in instrumentation failure. It has been established that patients with failed fusions will have instrumentation failure. Inadequate technique has been utilized for fixation in this case. Inadequate place placement with significant obliquity of instrumentation has led to asymetric stresses that have allowed significant segmental collapse.